Manufacturer narrative:
Findings: all the buttons functioned properly and no moisture damage on keypad traces. Then the pump was had frozen display and constant tone due to cold solder joint of u4 and u7 on mb. Keypad connector was fully locked. Unit had cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 69 mg/dl. The customer stated that none of the buttons are responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that the insulin pump had audio/beep anomaly. Customer's blood glucose was 69 mg/dl. The customer stated that the new battery did not restore normal function. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.